Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007 with an isoline 2ct6 defibrillation lead. During the implant procedure, all the lead measurements were normal (impedance, continuity, detection threshold). A first induction procedure was launched using the shock on t-wave feature available with ovatio. Among the 8 pacing spikes delivered, effective capture was observed ever other spike. Therefore, induction failed. A second attempt was performed with different timing settings. Again, efficient capture was observed every other spike. Therefore, induction failed. Final attempt was performed through the 30hz pacing feature, which successfully triggered a ventricular tachycardia, adequately detected and treated by the ICD (shock).

Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. Method: analysis of electronic records and files. (B)(4). Conclusion: files review confirmed the reported behaviour. However, both ICD and programmer operated as specified. No anomaly could be observed in any recorded episode. Expertise files and pt files show only normal data, except some telemetry errors observed during real time procedures. The origin of the intermittent loss of ventricular capture reported remains unk. The most probably hypothesis would be: physiological: the specific condition of this pt (drugs, disease...) Might produce a longer intrinsic ventricular refractory period, thus preventing the spikes delivered from being captured at high pacing rates. The pacing rates used for induction were 146 min-1 and 133 min-1, whereas the underlying rhythm of this pt was observed at 40 min-1 on tempo egm's performed at 10:01:03 that day, supporting this hypothesis. Mechanical: a micro-displacement of the ventricular lead during the acute phase might be responsible for temporary loss of capture; however, ventricular pacing threshold tests were normal which does not support this hypothesis. Moreover, the pattern observed upon each induction (capture occurs every other spike) would not be explained by a lead position issue.